Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, the customer did not see drips at the end of the tubing. Reportedly, the customer primed the tubing with over 56 units of insulin and did not observe drips. There was no reported impact to the customer's blood glucose level. At the time of the reported event, the customer did not have additional supplies, and confirmed backup therapy would be used.